Event description:
Consumer called to report accuracy issues with their logic meter. Analysis run on clark error grid using mean avg reading (416) as ref. Point vs. Bd readings of 476, 308, 243, 148 yielded data points in the d zone of the grid, outside of acceptable limits.